Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/20/2017 with the following findings: the no-power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple rebooting events. A battery compartment crack was observed. Moisture was observed in the pump¿s battery compartment. The returned battery cap was able to secure properly to the pump. The pump powered on to a blank display screen. Moisture was observed on the pump¿s printed circuit board and display screen flex cable and flex cable-connector.